Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited possible atrial under sensing or atrial events falling in blanking at times on the stored electrograms. The ra lead remains in use. No patient complications have been reported as a result of this event.